Manufacturer narrative:
Updated fields- b4, d8, d9, g3, g6, h2, h3, h6 codes (investigation types, findings, conclusion), h11. It was reported that after an attempt to use on a patient, the cardiosave intra-aortic balloon pump (iabp) the hospital staff tried to autofill the unit and it failed several times, so they proceeded to change it for another unit. There was no patient involved. In view of the situation, the hospital contacted the biomedical division manager of the distributor (B)(4) who proceeded to perform a technical review, and indeed the cardiosave does not self-fill and almost no helium reaches the balloon. Furthermore, it was recommended to take the unit out of service. As of now, the investigation will be closed. If any pertinent information is received in the future, the complaint will be reopened and updated accordingly.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that after an attempt to use on a patient cardiosave intra-aortic balloon pump (iabp) failed autofill several times.

Event description:
It was reported that after an attempt to use on a patient cardiosave intra-aortic balloon pump (iabp) failed autofill several times. No patient involved.